Event description:
The introducer on a 1.9 fr PICC catheter broke while attempting to pull the sheath apart. One of the wings broke, and when attempting to use the remaining wing to remove the sheath, it also broke. Manufacturer response for 1.9 fr. Double lumen PICC kit, 1.9 fr. Double lumen PICC kit (per site reporter). Information about device was shared with company by unit, including lot number.